Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the reset low battery was not determined. The pump was explanted (B)(6) 2017. The low battery reset has been resolved as the pump was changed. The pump will be returned to the manufacturer. The patient¿s weight at the time of the event and relevant medical history was unknown. The provided information has been confirmed with the physician.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified the battery in the device to have high resistance related to a known manufacturing anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. 3004209178-2017-24576.

Event description:
Information was received from a healthcare professional and a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 384.9 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2017. It was reported a critical alarm was heard and confirmed by telemetry. The pump logs were checked; low battery reset occurred; reset occurred; safe state occurred. No symptoms were reported. The patient was currently at the hospital since the pump was in minimum rate and they want to help treat any symptoms that might occur as a result. The pump will be replaced soon as they were due to have it replaced next week. No further complications were reported.